Event description:
Customer called to report damage to the insulin pump. Customer also reported that the insulin pump alarmed failed battery test. Customer stated that there is a crack in the reservoir housing. Customer's blood glucose reading was 100 mg/dl. No significant events leading to the keypad issues were observed. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was received with normal operating currents. The pump monitored, and no failed battery test or low battery alarms occurred. However, the pump had a broken reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.